Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the alarms are not working. The device was in clinical use at the time the issue was discovered.  There was no adverse event or patient harm reported.

Event description:
The customer reported the alarms are not functioning properly. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips field service engineer (fse) went to the customer site and provided instructions to the user on the level of the alarm volume. The device remains at the customer site.

Manufacturer narrative:
The customer reported the alarms are not functioning properly. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips field service engineer (fse) went to the customer site and provided instructions to the user on the level of the alarm volume. The device remains at the customer site.